Manufacturer narrative:
Initial reporter phone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. The intraocular lens (iols) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon observed something like a scratch or opacity or foreign material which had adhered on an intraocular lens (iol) during irrigation/aspiration (I/a) after implantation of the lens the left eye of a patient. The surgeon tried to remove it with I/a, only to fail. The surgeon changed the iol to a back-up lens of the same model and the procedure was completed successfully. There were no medical or surgical interventions such as yttrium-aluminum-garnet (yag) performed. There was no patient injury reported. The patient¿s current outcome, health was indicated to be with no problem and there is no future treatment is planned. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: may 6, 2022 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received inside of the original lens case. The suspect iol was received cut into multiple pieces with one piece missing. The three pieces that were received were evaluated. Visual inspection prior to cleaning revealed no alleged foreign materials. Due to a lack of description and clinical information of the alleged foreign material, no further foreign materials evaluation could be performed. Therefore, the lens was evaluated for inclusions and cosmetic issues. The lens was cleaned and inspected with a black and white background. No inclusions or scratches could be identified on the lens. The reported complaint was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.